Event description:
It is reported that while impacting the femoral trial with the locking impactor, a retaining clip broke and the instrument broke into several pieces. An x-ray was ordered to determine if the broken pieces were in the patient. After the case, the final piece was found on the floor and all members of the surgical team were satisfied that all parts were found.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.